Event description:
It was reported that unit stopped during compression on pt. Customer indicated that all their batteries have recently been replaced and the battery charger was recently repaired. Customer also stated that they have discontinued using the systems and would like to know why the systems are failing every time they are used. Two systems were returned . System serial#'s are (B)(4). This report pertains to the system identified with serial# (B)(4). Report# 3003793491-2012-00237 is prepared for the system identified with serial# (B)(4). Battery identified with serial# (B)(4) was also returned, report# 3003793491-2012-00238 is prepared for this battery.

Manufacturer narrative:
Reported problem of "the unit stopped during compression" was not confirmed. The board ran for 30 mins with a test manikin w/o any problems. However, system turned on when battery was inserted, this was due to a faulty power distribution board, it was replaced. Furthermore, battery lock was found to be damaged, it was also replaced. Board passed final test. The archive file showed numerous user advisory (ua) 45's (not a "home" position after power-on/restart) and ua12's (lifeband not present). Ua45 is likely generated when the lifeband straps are not completely pulled out prior to turning the device on and ua12 is generated if the belt clip is not detected in the spool shaft. No info about pt condition was provided.